Manufacturer narrative:
(B)(4). UDI # (B)(4). Concomitant medical products: biomet g7 cup cat#010000662 lot#6405789, biomet g7 liner cat#010000934 lot#6240677, biomet g7 cup cat#010000661 lot#6405759, biomet g7 liner cat#010000925 lot#6302568, unknown head, unknown stem. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00164, 0001825034 - 2020 - 00165, 0001825034 - 2020 - 00167, 0001825034 - 2020 - 00168.

Event description:
It was reported during a total hip replacement surgery, a g7 acetabular cup was successfully implanted into the body. After repeated hits, the liner could not be snapped into the cup. The cup was removed and installed in vitro, but it still would not go in. A larger cup was implanted. After repeated hits, the liner would not stay in the cup. Due to the long operation time, the director decided to cement the liner into the acetabulum. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Product was returned and evaluated against the complaint. Visual inspection found the rim of the shell to be nicked and scratched. The inner radius is scratched. The locking groove and scallop cutouts are free from damage. The additional information does not change the outcome of the previous investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.